Event description:
It was reported that during a sigmoidectomy could not activate the hand switch. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.